Manufacturer narrative:
H.6. Component code 4756: per the aquabeam robotic system user manual, the aquabeam conformal planning unit (cpu), a reusable component, serves as the primary user interface of the aquabeam robotic system. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during procedural setup and while the patient was in the operating room under anesthesia, the aquabeam conformal planning unit (cpu) could not be turned on despite performing troubleshooting steps. As a result, the treating surgeon decided to convert the procedure to turp. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
Aquabeam conformal planning unit (cpu) was not returned despite multiple follow-up attempts. Root cause is undeterminable as the issue cannot be investigated further. The cpu was replaced at this hospital site with a new one and since then several aquablation procedures have been completed successfully. The issue has been resolved. A review of the device history record (DHR) for ab2000/ serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. Aquabeam robotic system user manual um0101-00 rev g states below in section 11.2.1 non-sterile: aquabeam robotic system and ultrasound setup roll installed aquabeam robotic system and trus into operating room. Connect aquabeam robotic system power cable to power source (e.g., wall outlet, etc.). Connect the transrectal ultrasound (trus) to the aquabeam robotic system. Note: aquabeam robotic system is compatible with the minimum ultrasound system requirements stated in section 9.1: hospital required accessories access connection ports on the trus console. Connect the proper end of the video cable to its respective port on trus console. The aquabeam robotic system supports two types of video connection cables: hdmi-dvi cable which supports hdmi out (trus end) to dvi in (aquabeam robotic system end) dvi-dvi cable which supports dvi out (trus end) to dvi in (aquabeam robotic system end) connect the dvi end of the video cable to the dvi in port on the back of the conformal planning unit (cpu). Connect ethernet cable to its respective port on the trus console (optional based on ultrasound model). Connect ethernet cable to ethernet port on the back of the cpu (optional based on ultrasound model). Note: if trus and the aquabeam robotic system are not compatible to communicate over ethernet, continue with setup and calibrate the aquabeam robotic system as indicated in section 18.1 trus calibration. Connect trus probe to trus console. Connect trus power cable to power source (e.g., wall outlet, etc.) And power on the trus console. Note: the trus typically starts slower than the cpu and console. Stage the aquabeam robotic system and the trus. Stage scrub table and sterile basin adjacent to the aquabeam robotic system. Unwrap and prep scrub table and wheeled scrub basin. Power on console and cpu. Place collection container in roll stand container support ring. Place 3000 ml room temperature saline bag on roll stand saline hook to serve as aquablation supply. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.